Event description:
It was reported the light source exhibited scope communication error b30. This issue occurred during a diagnostic bronchoscopy procedure before any scope had touched a patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, however, technical assistance center (tac) provided remote troubleshooting and confirmed there was no image. They recommended reseating both the maj-1933 and maj-1941 light guide cables on both ends. The customer later called back to confirm that the issue was with the scope, not the light source. A definitive root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.